Event description:
On (B)(6) 2019 a patient was implanted with genesys spine hardware during a one-level lumbar fusion. Over a year later the patient had successfully fused at the level previously treated and the hardware was determined to no longer be necessary. The surgeon opted to remove the genesys spine hardware on (B)(6) 2020. There were no signs of infection and the removed hardware was intact. The genesys spine hardware was found to have performed as intended.